Manufacturer narrative:
We could not obtain a complete catalog number; therefore a baseline report cannot be filed. No information is available about the device item number and lot number. Hence, device history record cannot be verified. Also, no x-ray has been provided for analysis and no information is available about the patient activity level and surgery. Hence, no cause analysis can be performed with the available information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 1993. At 15 years post-op, patient has a complication of 5mm polyethylene liner wear. Patient is tolerating the complication, no revision is planned at this time.